Event description:
Cassette leaked inside the homechoice machine. It is unknown at what point during therapy the leak occurred. Reportedly, an alarm was not received. There was no obvious damage to the overpouch or carton. There was no report of patient injury or medical intervention. No additional information available.